Event description:
The customer reported that the pt's freedom driver exhibited a fault alarm while switching onboard batteries. The customer also reported that during the onboard battery exchange, the freedom driver was powered by the freedom a/c power supply. The pt was subsequently switched to the backup freedom driver. There was no adverse pt impact. This alleged failure mode poses a low risk to the pt, because, although the freedom driver exhibited a fault alarm while switching onboard batteries, the driver continued to perform its life -sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.